Event description:
Device has been explanted.

Event description:
Physician later reported capsular contracture baker grade IV and rare benign microcalcifications. Device has been explanted

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken device on radius assessed as a surgical impact opening. (Shell thickness within spec). ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ stress marks observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device remains implanted. This relates to the left side.